Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the atrial lead exhibited noise. No other information was available. The patient's status was unknown.

Event description:
Additional information received indicated that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which led to pacing inhibition. No intervention was made. The patient was stable.